Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead electrical measurements were unsatisfactory with p-waves diminished. Retraction of the helix was unsuccessful and the entire lead was rotated to be removed from the patient. The lead was replaced. No patient complications have been reported as a result of this event.